Event description:
A care giver (cg) contacted global technical services regarding a check lines and bags alarm that occurred on the home choice (hc) unit during prime. The cg stated that they forgot to break the frangible on the supply bag. The technical service representative (tsr) had the start over with new supplies. There was no patient injury or medical intervention reported. Follow up was done via phone call; the cg stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The home patient (hp) has continued therapy no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient who forgot to break the frangible on a luer type solution bag. This complaint cannot be confirmed in the lab due to a lack of sample. Not enough data are available within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. This review found the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.